Event description:
It was reported that during the procedure, the cannula broke off in the patient. The fragment was not able to be removed using clamps and the patient was transported to another hospital. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the procedure, the cannula broke off in the patient. The fragment was not able to be removed using clamps and the patient was transported to another hospital. Upon follow up, it was reported that the device was successfully removed from the outer portion but remained in the pedicle per the physician's decision. It was further reported that the patient was doing well.